Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the back of the battery compartment and received no delivery alarm. The customer also reported lost sensor signal and sensor updating alerts. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-386a, mmt-332a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-386a. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
P-cap locked in place properly during testing. Pump communicated and calibrated properly with test guardian link transmitter 3. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the customer¿s call. The adapt tool revealed no relevant alarms pertaining to no delivery around the time of the customer's call. During testing, no relevant alarms were noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: label damage (faded), cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of insulin flow blocked alarms were not confirmed when no unexpected alarms were noted during testing. Additionally, customer allegations of no communication between pump and transmitter were not confirmed when unit successfully paired with transmitter and no lost connection was noted. Testing of the unit was successful. However, customer allegations of cracked case battery tube were confirmed when cracked case (battery tube) was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.